Manufacturer narrative:
Complaint (B)(4). No samples (actual or unused) were provided by the customer. Customer pictures received. No material# nor batch# was provided by the customer. No clarification or further information was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. We have forwarded the complaint and customer pictures to our affiliated headquarters and supplier for their information. This complaint cannot be determined due to insufficient information.

Event description:
Customer advised that when the phlebotomist activated the safety shield the needle cracked at the hub resulting in the needle bending. Customer also advised of incident where the needle pushed into the patient's arm.